Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was tested for several days, power cycled periodically and no failures were observed. The single board computer printed circuit board was replaced as a precaution. An unrelated issue was found and corrected. The reported event could not be duplicated.

Event description:
It was reported that the ventilator display froze. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.